Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during an implant attempt of the subject pacemaker, there was an issue to properly connect one of the leads. Specifically, it was indicated that the screwdriver could not be disengaged from the set-screw, and once the set-screw was unscrewed, the silicone cap detached from the header.

Event description:
The physician reported that during an implant attempt of the subject pacemaker, there was an issue to properly connect one of the leads. Specifically, it was indicated that the screwdriver could not be disengaged from the set-screw, and once the set-screw was unscrewed, the silicone cap detached from the header.